Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The display was not present, and the alarm was sounding due to a faulty printed circuit board. Additionally, there were damaged characters noted on the rear panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a power problem. According to the initial reporter, even when the unit was powered on, the display did not appear, and the alarm was sounding. Reportedly, this event took place during preparation for an unspecified therapeutic procedure. The intended procedure was completed without any delays or patient harm using a similar device.